Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It was reported that bd ultra fine¿ pen needles were unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9044750 it was reported that when on pen can't complete flow check. Removes from pen the non patient end needle stays in the pen other times looks at the non patient end of the needle is missing after attempting to complete the flow check. When on pen can't complete flow check. Removes from pen the non patient end needle stays in the pen, other times looks at the non patient end of the needle is missing after attempting to complete the flow check. Received this call on (B)(6)2019 entered into service now (B)(6)2019 discarded sending voucher.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no: 320122, batch no: 9044750. It was reported that when on pen can't complete flow check. Removes from pen the non patient end needle stays in the pen other times looks at the non patient end of the needle is missing after attempting to complete the flow check. When on pen can't complete flow check. Removes from pen the non patient end needle stays in the pen, other times looks at the non patient end of the needle is missing after attempting to complete the flow check. Received this call on (B)(6) 2019, entered into service now (B)(6) 2019 discarded sending voucher.